Event description:
It was reported that the ilet pump¿s display became unreadable, showing only lines, while the patient stated that the device was not dropped and reported no screen crack; blood glucose was unaffected and no alerts or alarms were noted. Investigation of this case revealed a malfunction of the display component consistent with a screen failure while core therapy and glucose data remained unaffected. Symptoms included no clinical effects. Outcomes included no impact to health and continued glucose monitoring via cgm application or receiver. It was concluded that the event was a non-injury device malfunction related to the display, necessitating device replacement and standard data reinitialization on the replacement unit.